Event description:
It was reported that during a carelink transmission, two nonsustained tachycardia (nst) episodes stored several pages of electrogram (egm) with missing marker channel and/or intervals. The device remains in use. No patient complications have been reported as a result of ths event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.